Event description:
It was reported that missed alerts occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). H6 device code(s) 3191: patient was unable to identify device issue therefore a more specific code could not be selected.